Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that no capture was observed on the left ventricular (lv) lead at maximum output. The lv lead was programmed off. There were no reported patient consequences.

Event description:
New information received notes the patient experienced some phrenic stimulation. It was noted that the left ventricular (lv) lead was dislodged. The lv lead was capped on (B)(6) 2025 and replaced. The patient was stable throughout, before, during, and after the procedure.